Event description:
Information received indicates the brake is not setting on the head end of the stretcher.

Manufacturer narrative:
The technician replaced the missing head end bolt and nut on the linkage to repair the stretcher.